Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:55:53. During night drain cycle four, the patient's ultrafiltration reading was 1199ml, indicating the home patient (hp) drained 1199ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice / homechoice pro apd systems patient at-home guide warns that "patients with fill volumes less than 1000 ml may normally drain slowly. These patients typically weigh less than 44 lbs (20 kg). Therefore, it is recommended to use the low fill mode to minimize the incidence of low drain volume and caution: negative uf alarms." If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).